Event description:
It was reported that the patient underwent a spinal surgical procedure from l4-s1it was reported that the right l4 set screw was no longer locked in. The patient underwent a revision surgery to remove the screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Microscopically examined set screw center protrusion, which interfaces with the rods. Threads do not show evidence of cross threading. Set screw center protrusion deformation height (@ center) and morphology found to be consistent with bench comparison sample. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to determine root cause of the foregoing event from the available information. Loosening of the setscrew can come from: - over tightening of the setscrew after their break off leading to the splay of the bone screw tulip and/or improper or incomplete seating of the rod into the rod canal of the pedicle screw: in such condition, when the patient stands up, realignment of the rod could contribute to setscrew loosening.

Event description:
Approximately 4 weeks post-op when the patient was standing up he felt a pop and had a weird feeling in his legs. The locking screw had popped off.